Event description:
It was reported that "fluorouracil" was drawn into the bd plastipak¿ luer-lok¿ syringe during use when the barrel was noticed to have no scale markings on it. The following information was provided by the initial reporter, translated from portuguese to english: "syringe without graduation contaminated with fluorouracil"

Manufacturer narrative:
H.6. Investigation summary the image sent by the customer was verified. Scale marking missing was observed. The probable cause for the occurrence is related to failure at printing system at the marking machine. The production process was validated according the procedure. The incident identified from this complaint will be monitored for trend evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "fluorouracil" was drawn into the bd plastipak¿ luer-lok¿ syringe during use when the barrel was noticed to have no scale markings on it. The following information was provided by the initial reporter, translated from portuguese to english: "syringe without graduation contaminated with fluorouracil".